Event description:
(B)(6) -the dealer reported that the tdxsp-mcg power wheelchair mpj joystick was login and logoff without command, and the controller was giving error codes. There was no patient injury reported.